Event description:
The patient had a three-way indwelling catheter (20 f) that was being manually irrigated every 1 to 2 hours. The orders indicated to irrigate with 30-60 ml every 1 to 2 hours. At 1300 the nurse was going to irrigate the catheter when she noticed the catheter was almost totally out of the urethra. The nurse contacted hospitalist who further reviewed the catheter, which was not totally intact, with a missing portion of the catheter in an area of 3 to 6 cm from the tip of the catheter. The portion of the catheter missing appears to be the balloon portion of catheter. There is question of whether any of the manual irrigation was undertaken in the port where the balloon is filled to 10 ml to help secure the catheter placement. The catheter was replaced with another 20 f, 3-way catheter. Patient required cystoscopy completed 5/26 - retained foley catheter balloon was visualized and grasped using forceps and removed in it's entirety. Patient tolerated the procedure well. Scope was removed. No immediate complications identified.